Event description:
Access obtained with second attempt, wire threaded, but met resistance. When attempting to remove wire from needle, the wire frayed into multiple separate wires, all still connected to the main wire. Wire inspected and all parts felt to be attached. X-ray done out of precaution to rule out any retained parts of the wire (none found). Equipment malfunction as wire should not fray.